Manufacturer narrative:
Continuation of d10: 1084t, implanted: (B)(6) 2013; dtmb2d4, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion caused by high threshold measurements of the right atrial (ra) lead. It was noted that the ra lead had known low sensing and a slightly increase in threshold measurements. It was also noted that the right ventricular (rv) lead had a slight increase in threshold measurements. Changes in settings were performed and the device and leads remain in use. No patient complications have been reported as a result of this event.